Event description:
It was reported that before the start of the prostate procedure, the customer had just inserted the fiber card and connected fiber to the laser when the customer encountered "touch screen y calibration was goes down position". The physician reverted to turp. Pt outcome: "pt condition was ok" reported.

Manufacturer narrative:
Ams designated service engineer evaluated and repaired the laser by replacing the top cover. There has been no recurrence of this reported issue.